Event description:
It was reported that the procedure was to treat a heavily calcified, 70% stenosed lesion in the moderately tortuous iliac. Pre-dilation was performed using a 5.0 x 40 mm fox plus balloon dilatation catheter (bdc). The 8.0 x 40 mm absolute pro was advanced to the lesion site; however, the stent implant jumped, and deployed outside the target lesion. A 7.0 x 40 mm absolute pro was used to treat the target lesion. The 8.0 x 40 mm absolute pro remains in the patient's body. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.